Manufacturer narrative:
Bayer service went on site and removed the broken overhead counterpoise system (ocs I). The broken ocs I was returned to bayer product analysis for investigation. Product analysis visually evaluated the returned ocs I and found the section of the horizontal support arm that connects to the ceiling post assembly had broken. The ocs I system was installed at this facility in 2003. No preventative maintenance actions were evidenced in the bayer field service database in the past 4 years.

Event description:
We received the following information from a bayer service representative: the horizontal support arm of the overhead counterpoise system (ocs I) broke at the ceiling mount interface and injured the radiologic technologist. The radiologic technologist was evaluated in the emergency department. Management from the facility later reported that the broken part fell on the radiologic technologist's head. No additional medical treatment was provided and the staff member since has returned to work.